Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products involved with this complaint and failure analysis (fa) was completed. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed but not replicated. Fa reviewed the site logs and confirmed errors 23068 and 1173 pointing to the carriage acc. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a pftp where it also passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis (fa). At the time of this report failure analysis has not been completed. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system was getting repeated recoverable errors on the universal surgical manipulator (usm) 4. The customer undocked the usm before calling in. The customer received phone assistance from the technical support engineer (tse). The customer power cycled and emergency powered off (epo) the system, but the error persisted. The customer disabled usm 4 per the tse's guidance and converted to laparoscopic to continue with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was converted to laparoscopic due to one of the usms being disabled. There was no patient injury reported. The system functionality was checked upon powering and no errors were found.